Event description:
A customer reported receiving a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully started a new sensor session, resolving the issue.